Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the insulin pump was not able to rewind. The blood glucose was unknown at the time of the incident. The drive support cap was flushed. Customer advised to do not use this pump. The insulin pump will not be returned for analysis.